Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer was assisted by support in resetting the pump, and the issue did not recur, allowing continued use of pump. Caller was instructed to contact support if malfunction code appeared again.